Event description:
Event description: station 1 is giving rotor fault issues and lipids are going into final container. Advised to do a short flush to reseat transfer set valve and if issue still occurs change the set. Also told for temporary fix while technical support sends a replacement for rotor faults is to spin the rotor giving fault issues a few times to try to regain some freespool. Sending replacement.

Manufacturer narrative:
Investigation results: after further f/u with the reporter and technical support there were (2) separate issues documented within the complaint. First, the set was not fully seated within the pump which caused lipids to contaminate the final container. This issue with the set was forwarded to the distributor/MFR of the set. Secondly, the rotor on station one had faulted. The reported complaint for the rotor faulting was not confirmed. Upon visual inspection of the pump functioned normally and within spec. Preventative maintenance was performed on the pump. F/u with the reporter revealed there was no pt injury associated with any event and the final container had been discarded.